Event description:
It was reported that during an unk procedure, at the leak test, air leak was noticed. Additional suturing was performed to complete the case. One day after the surgery, leak occurred. The pt remained in the hospital, but is stable now. There was no other pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.